Event description:
It was reported that during a session, the cardiosave intra-aortic balloon pump (iabp) unit has a monitor and battery issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and stated that the monitor issue was resolved by tightening the four screws that held down the post on the unit that the monitor is seated on. The issue was that the post would not lock down after the up position. After seating the screws the post locked down without any issues. Customer reported that one of the batteries would not release from the unit when replacing the batteries. Found that one of the batteries would stick intermittently not allowing it to release with without moving the battery by hand. The other battery works in both slots, releasing without issue. Notified customer of issue affecting the casing of one of the batteries. Battery function is not affected. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a